Event description:
Pt reported obtaining a blood glucose result of 206 mg/dl, while using the suspect device. Pt indicated that blood glucose was immediately retested, on a physician's blood glucose monitor, with a result of 106 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been perfomed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.